Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with three basal rates and monitored for five days. The basals were delivered and recorded properly in basal review screen. No basal delivery anomaly noted. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer reported a chip near the insulin pump's screen. The customer stated the screen was not cracked, but chipped. The customer stated their insulin pump had fallen two months prior. Customer's blood glucose was unknown. No additional information provided.